Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted the outer insulation of the lead developed a cosmetic depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The leads were removed. The leads were returned to the manufacturer and tested out of specification. No further patient complications have been reported as a result of this event.